Event description:
It was reported that the video system center had the crystal component of the 4k ultra high-definition (uhd) thoraco-laparoscopic system shifted. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.